Manufacturer narrative:
Other applicable components are: product ID: 97702, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: implantable neurostimulator.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that there was out of range impedances. The rep reported that the out of range impedances were noted following the removal of the ins for normal battery depletion on the day of the report. The rep reported that normal impedances were seen on the old battery at 1,000 ohms or less. The new values were 15,000 to greater than 40,000 ohms. The rep reported that the first new battery was tried and the leads were inserted and higher impedances were noted. The rep reported that the hcp swapped leads into different ports and re-tested. Contacts 9-15 were out of range. The rep reported that it was difficult to get the lead into the back port of the ins. The rep reported that the hcp indicated ¿meeting resistance¿ when inserting in the back port. It was unknown if the lead went fully in or if only partially. The rep reported that second new ins was opened and used with the same results. The rep reported that it was determined that the lead in 0-7 was bad, no stimulation could be felt on any contacts with the lead. With reference electrode 0 contact 5 still showed greater the 40,000 ohms and the rest were around 15,000 ohms. The rep reported that the patient could only feel stimulation on her left side with nothing on her right side which was where she needed the coverage. It was determined that the 0-7 was for the right side and 8-15 was for the left side. The rep reported that the hcp decided to implant the ins with the leads as they were and re-test in recovery to see if anything changed or improved. The rep reported that the patient¿s pain was in the right side. The rep reported that they re-tested the patient in recovery and impedances were still high. The rep reported that the patient could only feel stimulation on the left side (8-15 lead) and couldn¿t get anything from the 0-7 lead. Contact 5 was noted to still be greater than 40,000 ohms and everything else was approximately 15,000 ohms. The rep reported that they tried various electrode configurations, pulse width and rate settings. The rep reported that a follow up appointment was scheduled for 2017-10-12 to retest the system and discuss the next option and possible revision of the 0-7 lead. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the high impedances was not determined. The rep reported that the patient had a follow up appointment on (B)(6) 2017 to see if the impedance issues had resolved and/or if stimulation in the right side of the body could be obtained; if not, then discussions would be made for a possible lead revision/exploration. The rep reported that intra-operative testing showed no stimulation from the right side of the body. The leads were wiped off and reinserted in the battery connect, but the high impedances didn¿t resolve. The rep reported that the patient was taken to recovery to see if possibly positional changes or air were a result of the high impedances, however the high impedances didn¿t resolve in recovery. The rep reported that programming was attempted in recovery to obtain coverage of the right side using several combinations of anodes, cathodes, pulse rate and frequencies but was unsuccessful. The rep reported that the ins that was not implanted would be sent back for analysis. No further complications were reported.